Event description:
This was a left-sided lead removal procedure conducted in the cardiac catheter lab for the purpose of removing a fractured ICD lead (rv lead). The md placed an arterial line and utilized fluoroscopy throughout the case. The md attached the lld-ez to the distal tip of the rv lead and began lasing with the 16f sls. During the extraction of the rv lead the pt's arterial blood pressure began to drop significantly. The CT surgeon and operating room was notified to prepare for the arrival of the pt. Within 10 minutes, the pt was in the operating room and an emergent sternotomy had been performed. The perforation in the ra junction was repaired successfully, the pt was transferred to the ICU and discharged home on (B)(6) 2010. There were no devices retained for return engineering analysis.